Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the serter did not release from the device and their blood glucose went to 512mg/dl at the time of incident. Troubleshooting found that the issue was unable to be resolved by reviewing proper serter usage. Customer was advised that a new serter would be provided and to return the serter for analysis. No high blood glucose troubleshooting was performed.